Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of powering off without user input, which was not reproduced. The reported symptom was confirmed through a review of the event history log presence of "improper shutdowns." Evaluation identified signs of corrosion on one of the pins of the pump side connector of the rear case assembly, causing the reported symptom. The rear case assembly was replaced to correct the condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump powers off without user input. It was also reported there was no patient injury.